Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: eel slender, fulder fc, sion blue, grand slam, rota wire. Guide catheter: taiga 6f sal 1.0, ebu 3.5. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured upon the third inflation at 16 atmospheres, which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that the target lesion was in the right coronary artery (rca) with mild tortuosity, heavy calcification and 99% stenosis. A 1.2 x 6 mm trek was used for pre-dilatation, but due to heavy calcification, a 1.25 mm and a 1.5 mm non-abbott cutting balloon were also used at the lesion. Then a trek 2.0 x 15 mm and a voyager nc 3.0 x 15 mm were inflated at the lesion, but the voyager nc ruptured during the third inflation at 16 atmospheres. The physician felt that the lesion was sufficiently dilated, so a xience v stent and a promus stent were deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.